Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. These cases were reported during the 17th annual meeting of the (B)(4). The (B)(4) reference number is (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a capio slim device was used on a transvaginal mesh procedure on an unknown date between (B)(6)l 2014 to (B)(6) 2016. According to the complainant, the patient experienced severe pain for one to two months post- procedure. The patients took pain medication to treat the pain. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.